Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the battery button was pressed in an attempt to initiate the self test of the system controller, the transition to the self-test did not occur. Upon retrying after some time, instances were observed where the self-test did and did not initiate. Therefore, a replacement request was made. The system controller will return for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the self-test being intermittently difficult to initiate was unable to be confirmed. No log files were submitted for review; however, the system controller, serial number: (B)(6), was returned for analysis. The system controller event log file was reviewed, and relevant timestamps spanned approximately 1 day (10:03:13 on (B)(6) 2025 to 18:01:46 on (B)(6) 2025). The driveline was disconnected at 17:59:57 on 10jul2025 for a system controller exchange and shut down at 18:01:46 on (B)(6) 2025. There were no remarkable alarms or events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without any difficulties noted. The self-tests initiated with ease; therefore, the reported event could not be reproduced. The root cause of the reported event could not be determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. B) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas instructions for use (rev. B) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ address system controller self testing. The heartmate 3 lvas IFU (rev. B) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.